Event description:
Per provider the weld is broken on the left side where the back cane attatches to the bottom of the frame. The patient wasn't aware of the break in the frame the dealer saw when he was servicing it.